Event description:
It was observed that during the device evaluation, the subject device exhibited power turns off, power board malfunction. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: power turns off, power board malfunction. A definitive root cause for the could not be identified. Based on the results of the investigation the power turns off due to a power board malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.